Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 6144.

Event description:
A site reported to rxsight that a patient with an extensive history of corneal disease and unstable refractions following implantation of a light adjustable lens (lal, sn (B)(6), +20.0d) underwent explantation due to visual disturbance, and a new lal was implanted as a replacement. Rxsight's first awareness of the event was on 08/27/2024.